Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the rnfa tried to hook the vein and something broke from the device. A replacement device was used to complete the procedure. There was no pt complication reported by the hospital. Product is returning. On 08/28/09, maquet received add'l info from the rnfa: the vein is very tiny, so he tried to hook the c-ring to the vein and the c-ring split in half. He used the cauterize jaw to pick the broken c-ring out from the leg through the original incision. A replacement unit was used to completed the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection observed that the c-ring was split in half and broken c-ring half which is attached to the scope wash tubing was not returned with device. Investigation suggests that the c-ring was subjected to a heat source long enough to melt and subsequently split the c-ring into two pieces during used. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.